Manufacturer narrative:
Without the return of the product, medtronic is unable to determine a relationship between the valve and the reported clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this mechanical valve, the valve was explanted and replaced due to the lea flets not opening as expected. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve did not show evidence of impingement that may have contributed to leaflet motion. Both leaflets were received in the closed position and using a blue actuator to test leaflet movement, the leaflets moved without difficulty. The leaflets, inflow/outflow valve hinge mechanisms and inflow/outflow orifices were intact with no evidence of damage. Analysis verified that the carbon subassembly rotated in the sewing ring. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis, the clinical observation could not be confirmed as no evidence of a leaflet motion issue was noted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that this 22mm valve was replaced with a 24mm valve. The surgeon did attempt to rotate the valve, however the leaflets still did not move as expected.